Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab would not autofill or produce an arterial pressure (ap) waveform through the inner lumen. All attempts at troubleshooting were unsuccessful. They were able to aspirate through the inner lumen but an ap was never acquired. They did not change cables or the transducer to verify they were functional. Cardiologist chose to remove the iav instead of further troubleshooting. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).